Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was received cut in half, which is a condition consistent with a lens that has been removed from the eye. Due to the received condition of the lens, the diopter could not be measured on the returned product. No optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye which was removed and exchanged in a secondary procedure due to an unexpected myopic outcome. It was stated that there was no incision enlargement. No patient injury was reported.

Manufacturer narrative:
Manufacturing record review revealed that the diopter measurement records from this particular lens was verified and shown to be within specifications. This is in compliance with the labeled dioptric power 14.5 diopter of this lot number. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications. Placeholder.